Manufacturer narrative:
The endowrist vessel sealer instrument involved the reported event has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The surgeon provided a video clip of the reported event involving the endowrist vessel sealer instrument. An isi clinical development engineer (cde) reviewed the video clip and noted the following: the first sealing cycle successfully completed without bleeding and there was evidence of energy delivery during the cycle (e.g. Bubbling along the sides of the jaws). There was also evidence of energy delivery during the second sealing cycle. The blade was exposed following the second sealing cycle, and after releasing the instrument jaws from the tissue bleeding occurred. Though energy was delivered both cycles, it is unclear from the video clip if the energy delivered was sufficient. Within the video clip, the surgeon was taking large bites of tissue which likely caused the blade exposure but may also have contributed to the inadequate seal if there was not enough force on the vessel while sealing. Finally, the surgeon used the vessel sealer instrument with an exposed blade to hold tissue several times while trying to grab the bleeding vessel which is not advised as the blade could further damage the tissue. The instrument & accessories manual states: cutting larger tissue bundles may lead to an exposed blade. The manual also indicates that when a blade is exposed, the system generates the following message remove instrument. Warning: blade may be exposed. The customer also reported a complaint of a broken cable. The instrument was found to have a broken conductor wire at the wrist, not a cable as initially reported. As a result of the broken conductor wire, the electrical continuity testing was deemed unnecessary to perform as it will ultimately fail. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. The system logs reveal that over three hours after the surgical procedure was started, the surgeon encountered a system error code 22025. A system error code 22025 is generated when the system detects that the blade of the endowrist vessel sealer instrument cannot be retracted and may be exposed. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the endowrist vessel sealer instrument did not adequately seal a vessel. However, the root cause of the customer reported failure mode is unknown at this time. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the endowrist vessel sealer instrument allegedly cut without sealing. Accordig to the initial reporter, the instrument also had an exposed blade issue. The surgeon was able to control bleeding that occurred. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present in the operating room (or) the day of the event but had left the room about 5 minutes before the event occurred. The csr did not know what specific vessel was involved with the reported event. To her knowledge, the bleeding was not significant and the surgeon was able to control the bleeding by grasping the vessel with a fenestrated bipolar forceps instrument. The surgeon used a replacement endowrist vessel sealer instrument and completed the surgical procedure. The vessel was not calcified and there was no tissue tension during attempts to seal the vessel. The csr did not know if the surgical staff saw tissue effect or heard audible tones indicating that the sealing cycle was complete. There were no error messages except for a blade exposed message. No blood transfusions were administered. On (B)(6) 2017, the surgeon provided isi with the following additional information regarding the reported event: the estimated blood loss due to the alleged vessel sealing issue was approximately 50 ml. The patient did not require any medical intervention due to the bleeding. The vessel in question was no greater than 7mm in length. The surgeon verified that the vessel was not calcified and there was no tissue tension. The surgeon was unsure if there was any tissue effect while he attempted to seal the vessel. In addition, he did not know if there were any audible tones indicating that the sealing cycle was complete. The surgeon confirmed that he had gotten a blade exposed message. The surgeon indicated that the patient is recovering well and has had no issues.